Manufacturer narrative:
On august 5, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On august 6, 2020, mentor became aware that the patient also experienced right breast implant rupture. Mentor also became aware that the patient underwent bilateral replacement with the following devices: (right) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 9371276 sn: (B)(6) and (left) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 9418595 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 19, 2020, the product investigation was completed. Device investigation summary: during a visual inspection, the device was found to be ruptured. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 535cc mentor memorygel breast implants, suffered right breast capsular contracture; baker grade iii, post-procedure. The patient experienced pain and hardening of the breast and this was confirmed by their doctor. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.